Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2019 with the following findings: complaint regarding intermittent power was reported to occur on (B)(6)2017. A review of the pump history showed the pump was in use until (B)(6)2019. Black box contains data from (B)(6)2019 to (B)(6)2019 with no evidence of intermittent power or power loss. A visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was undamaged and was able to fit securely to maintain an electrical connection. The pump powered on and was exercised for 12 hours with no power interruptions occurring. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.